Manufacturer narrative:
Upon investigation it appeared that inability to heat was due to loss of fluid in the patient channel. This can happen if the unit deprimes while running, which in turn can happen due to leaky valves or a faulty standpipe. Customer did not request repair of the unit. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 6 out of 15.

Event description:
Unit unable to increase the temperature.